Event description:
Caller reported a cgm error 42 concerning the sensor, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, and the error code did not appear again. Caller successfully started their sensor session, indicating the issue was resolved.